Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patients ipg caused a shocking sensation. It was also reported that the patient was sent to the emergency room due to heart palpitations caused by the stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively.